Event description:
Additional information was received that provocative maneuvers were performed; the noise was not reproducible. The device was reprogrammed to resolve this event. The allegation of rv insulation damage is no longer suspected. The patient will continue to be monitored.

Event description:
During a remote follow up, noise was noted on the right ventricular (rv) lead. Rv lead insulation damage and electromagnetic interference (emi) were alleged but this has not been confirmed. No intervention has been performed. The patient was stable.